Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported there was an over discharge. The patient¿s lack of compliance with recharging led or contributed to the issue. A physician mode recharge (pmr) was performed. The rep was going to follow-up with the patient in 3 weeks to clear the power on reset (por) code. No patient symptoms were reported. No further complications were reported/anticipated. The rep reported that the por was successfully cleared. They noted that the code was either 0x2608 or 0x2806. The rep stated that impedances were checked, and all were within normal limits. They confirmed that the patient is feeling stimulation where they need it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.